Event description:
It was reported: "pt had hip replacement (B)(6) 2009. X-ray at 3 month post-op review showed 2mm subsidence of femoral prosthesis. Pt had good range of movement and walking independently. Regular reviews - no further subsidence. Currently has trochanteric pain which is being investigated."

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: description: std mitch trh cup size 50/56, cat #: mac-9988-5056, lot #: fm059877, manufacturer: depuy. Description: mitch trh modular head size 50+0, cat #: mmh-9988-0050, lot #: fm064400, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. The device is not available for evaluation as it is still implanted. If additional info becomes available, a supplemental report will be submitted.